Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that the patient underwent another gynecological procedure on (B)(6) 2006 and lynx was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced erosion, infection, urinary/bowel problems. It was reported that the patient underwent mesh revision on 09/07/2006 due to recurrent stress urinary incontinence. It was reported that the patient underwent mesh revision on 05/08/2007 due to foreign body within the bladder sling. It was reported that the patient underwent mesh revision on 01/17/2008 due to erosion of mesh into bladder and stress urinary incontinence. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection, hematuria, and frequency.